Manufacturer narrative:
Product analysis #: 243709733: analysis information: 2019-06-13 15:46:25 cst pli# 10, product ID#: 97702 .the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis of the ins (s/n: (B)(4)) found no significant anomalies. Fdc 67 pertains to the ins (s/n: (B)(4)). Fdm 10 and fdr 213 pertain to the ins (s/n: (B)(4)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that there was an out of regulation (oor) on patient programmer. Additional information received from the manufacturing representative reported that the patient was still using the device. The patient continued to work with device with very good results for her pain reduction. Troubleshooting included changing programming with less active contacts with reduced effectively for the therapy. It was not an option for the patient. The oor message was still present. The issue was not been resolved and the cause was not determined. Additional information received from the manufacturing representative reported that for the patient there was no change in stimulation. The oor error code sometimes were mentioned, but they were not altering the therapy and no further actions were taken. The last message from the pain clinic was on (B)(6) 2018 with the same error code. Additional information received reported that group impedance was 242 ohms and 5 active contacts were being used. Electrode impedances were around 700-800 ohms. Since the group impedance was lower than 300 ohms, it is the likely reason to trigger the oor. The ins still had sufficient energy to provide stimulation with no eri. It was recommended to reprogram using less active electrode to ensure group impedance would be greater than 300 ohms. The rep tried to reprogram the ins but since the group impedance was low, they deleted the program and reprogrammed. Group impedance showed 440 ohms after reprogramming. The patient was okay, but after 2 hours after reprogramming, the patient again had an oor-alert. No further complications were reported/anticipated. Additional information received reported that the patient was still receiving oor ¿s. It was suggested that the patient¿s device was replaced. No further complications were anticipated. Additional information received reported that the patient was scheduled for a device replacement. No further complications were anticipated.